Manufacturer narrative:
Unit passed displacement test. Unit received with cracked case (battery tube). The p-cap does lock properly. Unit received with corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had crack along battery compartment. No harm was required during medical intervention. The insulin pump will be returned for analysis.